Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ball plunger, lever, and screw were missing, the reciprocating arm, needle bearing, and screw were worn, and the device was out of calibration. The reciprocating arm, ball plunger, lever, bearings, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: united kingdom.

Event description:
It was reported that this unit was sent in for preventative maintenance and a repair was required. After final investigation screw missing were identified. There was no patient involvement. Due diligence is complete as no additional information was available.